Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Visual inspection of the returned product found the lens damaged. The nozzle, after injecting the lens, appeared to be normal. Volume of used viscoelastic material appeared to be enough. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon inserted a ks-ni2 aq310ain 21.0 diopter preloaded injector, but the lens cracked while being inserted. The lens was removed and another same model lens was implanted, at the same surgery. There was no apparent injury.

Manufacturer narrative:
Claim#: (B)(4).

Manufacturer narrative:
Claim#: (B)(4).

Manufacturer narrative:
Date in previous MDR should be corrected to (B)(4) 2018. (B)(4).